Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed and reprogramming was performed to solve the issue. There was no report of adverse consequences for the patient due to the noise.